Event description:
Caller states pt tested rrhi on the inform system (rrhi translates to 572 mg/dl in the data management system). Pt tested 227 mg/dl on lab value within 10 minutes of the result obtained on the inform system. Pt received unspecified treatment based on the lab value. Requested return of suspect device and replacement was sent.